Event description:
Patient reported they have to have cavities repaired and they will need to have braces. At check in marked true to discomfort, inflammation, gingivitis, sensitivity.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.